Manufacturer narrative:
One twinfix ti 2.8 ultrabraid device was returned for evaluation of the reported complaint mode, ¿broke/suture broke.¿ the received device was visually evaluated and the complaint could not be confirmed. The inserter, with the anchor/suture construct presented with no problems. Inquiries were made to the reporter regarding the received device and it cannot be confirmed if this device is the one that experienced a failure during the procedure. No determination of root cause can be made. No further action is required. (B)(4).

Event description:
During medial patella femoral ligament repair, it was reported that the suture broke and the device was removed entirely from the patient. Another hole was utilized for the back-up device and the original site was left empty with no product. The patient¿s bone quality was reported as good and the site prep was abraded bone and pre-drilled.